Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a possible infection and the patient experienced discomfort at the implantable pulse generator (ipg) site. The ipg system was explanted. There was no infection confirmed via laboratory testing following explant. An implantable cardioverter defibrillator (ICD) was implanted on the opposite side. No further patient complications have been reported as a result of this event.